Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: dates: (B)(6) 2012, inratio: 1.5, 1.6. And 1.4, lab: --, comments: see "a"; (B)(6) 2012, 1.4, 3.2, see "b"; 2.8, --, --. Any time between ((B)(6) 2012). "A": testing within ten minutes, new finger stick/finger. Pt was advised to increase coumadin dose, but she only took 1 mg extra instead of full extra dose. "B": pt went to clinic with her inratio meter using these same strips. Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.